Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument was leaking. They realized the blue retractor was torn. They replaced the retractor and reassembled however it continued to leak from seal cap. A new instrument was introduced and it leaked also. They finally used a competitor's device to complete the procedure. There was an additional twenty minutes added to the procedure as a result. The patient is okay.

Manufacturer narrative:
(B)(4). The devices were leak tested and performed as intended. There was no leakage noted with or without insertion of the test probe. Functional test was performed with a new retractor ((B)(4)) because there was no retractor returned. The seal caps were conforming. The event described could not be confirmed as the devices performed without any difficulties noted. We have documented the circumstances as they were reported to us. Batch history review has been completed with no anomalies reported.